Event description:
It was reported that an ICU nurse responding to the ventilator alarm found that the soft swivel flange was completely separated from the inner/outer cannula which was also partially dislodged. The flange was re-attached to the outer cannula, temporarily secured with tape. The flange was "forcibly reattached" at a later date when it was observed that the pins were intact. There was one (1) pt involved and no reported injury. The device was returned to the MFR for decontamination, analysis and investigation. Visual, functional and dimensional inspection revealed no nonconformance except for tooling marks made by the user when re-attachment of the flange was performed. The reported complaint could not be duplicated.